Event description:
Reporter stated that customer received the following results on the mobile system within 5 minutes: 10.0 mmol/l and 3.0 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.